Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with 590cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade IV. The capsular contractures were diagnosed through a physical examination. As a result, explant was performed on (B)(6), 2022. See 1645337-2022-04163 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 28, 2022. Additional information was received april 29, 2022. The patient experienced a left sided dog ear deformity in conjunction with the capsular contracture. Replacement with 700cc mentor memorygel breast implants was performed with explant. The investigation of the returned device was completed by the failure analysis lab on may 16, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). On may 5, 2022, mentor became aware that it erroneously submitted the incorrect event date. The correct event date is july 27, 2022.